Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that synchronization needed for pyxis medstation es, ciisafe, and pas to facility on electronic health record time. A technical support specialist updated the network time protocol server on all pyxis devices. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had synchronization needed for pyxis medstation es, ciisafe, and pas to facility on electronic health record time. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.